Event description:
Information was received indicating that a smiths medical pump presented with error code 41100. There was no patient present at the time of the event. There were no reported adverse events.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis hpca pumps 2110 complaint of error alarm 41100 was confirmed in the event log and event duplicated during testing. The cause was isolated to software application. The alarm was cleared with adc_safety_signal. Once cleared the pump functional and passed all testing.

Event description:
Investigation completed.